Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), self esteem decreased ("low self esteem"), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme tiredness"), pain in extremity ("arm and leg pain"), arthralgia ("joint pain in kness and elbows"), vertigo ("vertigo"), dizziness ("persistent dizziness"), tinnitus ("ringing in the ears"), dyspnoea ("shortness of the breath") and toothache ("tooth ache"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, self esteem decreased, swelling, metal poisoning, fatigue, pain in extremity, arthralgia, vertigo, dizziness, tinnitus, dyspnoea and toothache outcome was unknown. The reporter considered arthralgia, dizziness, dyspnoea, fatigue, metal poisoning, pain in extremity, pelvic pain, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), metal poisoning ("metallosis"), fatigue ("extreme tiredness"), pain in extremity ("arm and leg pain"), arthralgia ("joint pain in kness and elbows"), vertigo ("vertigo"), dizziness ("persistent dizziness"), tinnitus ("ringing in ears"), dyspnoea ("shortness of breath"), toothache ("tooth ache") and self esteem decreased ("low self esteem"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, metal poisoning, fatigue, pain in extremity, arthralgia, vertigo, dizziness, tinnitus, dyspnoea, toothache and self esteem decreased outcome was unknown. The reporter considered arthralgia, dizziness, dyspnoea, fatigue, metal poisoning, pain in extremity, pelvic pain, self esteem decreased, swelling, tinnitus, toothache and vertigo to be related to essure. The reporter commented: she had suffered psychological sequelae; quality of life and personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of product technical complaint (ptc) on 18-may-2021: ha reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.